Event description:
Reporter stated that pt obtained a blood glucose result 226 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 30 units of regular insulin. Reporter noted that 7.5 hours later, pt was vomiting and experiencing chest pains. Pt reportedly retested blood glucose and obtained a result of 80 mg/dl (pt's normal blood glucose -200 mg/dl). Based on symptoms, pt reportedly phoned emergency medical services. Upon their arrival, 15-20 minutes later, pt's blood glucose reportedly measured 373 mg/dl, on paramedics' blood glucose monitor. Pt was transported to the hosp, diagnosed with an intestinal blockage, and treated with intravenous fluids (contents not provided) and an antibiotic. Reporter stated that pt was not admitted to the hosp and was released 7-8 hours after arrival. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.